Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coil lps, an lp system detachment handle (handle), and a non-penumbra microcatheter. During the procedure, while advancing the first ruby coil lp into the target location, the physician kinked the coil, and the ruby coil lp had unintentionally detached within the microcatheter. Therefore, the microcatheter was removed containing the detached ruby coil lp and the coil was flushed out. The microcatheter was then readvanced back into the target location. Next, the physician was unable to advance the second ruby coil lp through the microcatheter and the coil was removed. A third ruby coil lp was advanced into the vessel and the physician attempted to detach it using a handle, but the ruby coil lp would not detach. Then, while removing the ruby coil lp, the coil had unintentionally detached. Therefore, the physician used a snare device to remove the detached ruby coil lp. It was also reported that the physician decided to remove and switch to a larger size microcatheter. The procedure was completed using a pod coil and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.